Event description:
It was reported to boston scientific corp that an endostat ii electrosurgical unit was used during an upper endoscopy procedure in the esophagus on (B)(6) 2009. According to the complainant, during the procedure, the irrigation pump motor would rotate a couple of times and then stop. They used the same irrigation kit in another endostat ii generator and it worked fine. The procedure was completed using another endostat ii electrosurgical unit. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).